Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that proximal stent rows 5-8 were damaged and squashed causing the distal end of the stent to move in a distal direction and the proximal end of the stent to move 6mm from the distal end of the proximal markerband in a distal direction. The maximum crimped stent profile measurement at the time of manufacture was within specification. A stent protector was returned with the device. Stent protector inner diameter (ID) was measured and the result was within measurement indicating that the stent fits the stent protector. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the proximal end of the balloon indicating that the stent was crimped to the balloon before shipping. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found an inner polymer extrusion kink 10mm distal from the exit port. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system, upon removal of the stent from the loop, the plastic stent cover and wire were already "off the stent" in the hoop and it was stuck in the hoop. When the stent was pulled out, the technician's fingers damaged the stent. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system, upon removal of the stent from the loop, the plastic stent cover and wire were already "off the stent" in the hoop and it was stuck in the hoop. When the stent was pulled out, the technician's fingers damaged the stent. The procedure was completed with another of the same device. No patient complications were reported.